Event description:
The customer reported to olympus during maintenance, the front panel switches were not working on the evis exera ii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty front panel, a faulty slide assembly on scope socket and found dust inside the equipment. Additionally, there were hits and scratches marks on front panel, scratches on power switch, front panel was yellowish, scratches marks on top cover, rust and corrosion on the rear panel and its components, minor rust found on the chassis, the emergency lamp was working fine, the hexagonal wrench was available in the lamp door and minor deformation found on scope socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reproduction of the phenomenon ¿front panel switches do not work¿ was performed and the cause was found to be a faulty front panel unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.